Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm approximately 19 months ago. Vessel morphology was reported as there was moderate tortuosity in the vessels. It was reported that at the one year follow up the CT demonstrated that the aneurysm is 60 mm in diameter with a technical observation observed. The investigator stated that there is suboptimal sealing proximally. There was no intervention performed and the patient will continue to be followed by the physician. At the end of the case the patient was stable. No clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received. The investigator confirmed that the patient had a proximal type I endoleak but no distal type I endoleaks. This has not resulted in a secondary intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (unknown cause of event). Evaluation, conclusions: (unknown cause of event).

Manufacturer narrative:
(B)(4). Results, conclusion: insufficient information; cause of the events are unknown. Endoleak.

Manufacturer narrative:
Additional information received reported that a CT done showed that the max aneurysm diameter measured 66 mm. The CT also showed evidence of an unknown endoleak. Another CT done two months later showed maximum aneurysm diameter was 67 mm, and a type ia endoleak was observed. Another CT done approximately 11 days later showed maximum aneurysm diameter was 66 mm, and there was evidence of an unknown endoleak. If information is provided in the future, a supplemental report will be issued.